Event description:
The orange piece that clamps onto the patella was worn due to overuse and would not clamp the patella fully. The locking mechanism of the clamp also was broken as it would not stay locked when clamped.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.